Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing impedance measurements greater than 2,000 ohms on all vectors. No sensing or capture was observed and a lead fracture was assumed. The device was reprogrammed to vvi mode and the lv lead was turned off. To date, no adverse patient effects were reported with this clinical observation.